Event description:
It was reported st segment elevation occurred. It was reported that for a pulmonary vein isolation pvi procedure to treat an atrial fibrillation a versacross (vc) connect access solution for faradrive and faradrive steerable sheath were selected for use. The physician was performing transeptal puncture transseptal puncture (tsp) using vc connect and faradrive. The tsp was performed in a safe location using rf generator. Upon performing the tsp while advancing the system (vc connect and faradrive) from the right atrium into the left atrium, st segment elevation was noted. This was the initial insertion, there was no audible sound during the tsp. No air was observed in a device or in the patient. The patient was under general anesthesia and intubated at the time of the event. The event occurred, right after the tsp. A faradrive sheath, vc connect for faradrive dilator, and rf wire were used during the tsp. St elevation was noted on leads, I, ii, iii, v1 and v5 as they were the only leads displayed. There was a snapshot of the displayed leads from prior to procedure start used for comparison. The physician commented that he had not flushed the sheath yet, so the st segment elevation was likely from the tsp. Within one minute (without any intervention) the st segments normalized and the procedure continued as normal. No further complications occurred and the patient recovered fully. No hospitalization occurred. The device was used to complete the procedure. No device issued were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.